Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of housing damage and a constant alarm were confirmed during evaluation of the returned power module (serial number: (B)(6). The unit was observed to have several areas of damage to both its top and bottom housings. Within a few seconds of connecting the unit to ac power, a yellow wrench and red battery alarm activated. This issue was isolated to the unit¿s backup battery. The battery was replaced, and unit was then functionally tested and found to perform as intended. The power module was scrapped due to the observed housing damages, and the battery was forwarded to product performance engineering for further analysis. Upon arrival at product performance engineering, the battery was found to be in a slightly depleted state of ~11.83v. The battery was installed in a known working test power module and upon powering the system, a yellow wrench and red battery alarm was again activated. It was determined that the battery was not able to charge and could not support the system in the absence of ac power. Further analysis was not performed due to the chemical hazard posed by sealed lead acid batteries. The root cause of the reported alarm was determined to be an issue with the battery; however, a further root cause could not be conclusively determined. The root cause of the observed housing damage also could not be conclusively determined through this analysis. Heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ covers all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use section 3 "powering the system" explains how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use section 8 explains how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. Battery inspection data was reviewed for the sla backup battery, serial number (B)(6), revealing that the battery passed all testing per the great batch specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The alarm was the constant audio alarm the power module would give when the standard hazard alarm situation occurs.

Event description:
It was additionally reported that the alarm was the constant audio alarm the power module would give when the standard hazard alarm situation occurs.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a constant alarm on the backup power module and damage to the housing. Plan was to exchange the power module.